Manufacturer narrative:
This report is being submitted in response to information identified through a user voluntary medwatch submission. Beta bionics monitors voluntary medwatch submissions and evaluates reported information for complaint handling and applicable MDR reporting requirements. The information contained in the voluntary submission reasonably suggests a reportable event associated with this device.

Event description:
It was reported that a user submitted a voluntary medwatch describing a pump malfunction with episodes of hyperglycemia and hypoglycemia, and no alerts or alarms were reported. Symptoms included high and low blood glucose with an unknown peak/nadir and insufficient information regarding associated symptoms. Outcomes included insufficient information regarding health impact. Investigation included review of the voluntary report and complaint intake for regulatory reporting assessment. Investigation of this case revealed no device evaluation or troubleshooting due to unavailable contact information, and no specific device component failure could be identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted. If more information is made available, an investigation will be completed and a supplemental will be submitted.